Manufacturer narrative:
Investigation results completed on a ambulatory infusion pumps/cadd legacy 6400 pump. The complaint of failed accuracy -7.90 was not confirmed during three different tests as the test ran withing the published specification of +/-6%. Visual signs of fluid ingression were found on the pump chassis base of the expulsor and occlusion sensors. This may be cause of event. Preventative action was taken to replace the expulsor. Device passed all functional testing.

Event description:
Investigation results completed on a ambulatory infusion pumps/cadd legacy 6400 pump.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump failed accuracy (-7.90). No patient was involved in this event. No adverse effects were reported.